Manufacturer narrative:
Additional information: UDI and mfg date updated.

Manufacturer narrative:
Unique device identifier (UDI) is unavailable. Device manufacture date is unavailable. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A manufacturer representative reported that, while in an oblique lumbar interbody fusion (olif), a 10 millimeter imprecision was observed. It was noted that the imprecision was superior and carried with other instruments. The surgeon opted to complete the procedure without the use of the imaging system as they opted to complete the procedure with a c-arm. There was a reported delay to the procedure of five minutes due to this issue.